Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the compressor for the cardiosave intra-aortic balloon pump failed testing. The fse observed a constant increase in speed and excessive current being drawn after approximately fifteen (15) minutes of the compressor output test. Since the event occurred during pm, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The fse replaced the scroll compressor then continued testing. During further testing the fse observed that the drive assembly was leaking during the calibration checks and replaced the drive assembly to correct the issue. Subsequently, pm service was completed including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the compressor for the cardiosave intra-aortic balloon pump failed testing. The fse observed a constant increase in speed and excessive current being drawn after approximately fifteen (15) minutes of the compressor output test. Since the event occurred during pm, there was no patient involved and no adverse event was reported.